Event description:
Wound vac began beeping low battery even though it was plugged in correctly. We rechecked all outlets, making sure everything was correctly plugged in. Then the wound vac turned itself off.when new vac arrived, we connected it and programmed it. New wound vac is now reading a leak.